Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not powering on. Although the power supply board was initially suspected, the customer confirmed the issue was due to a faulty keypad. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not powering on. Although the power supply board was initially suspected, the customer confirmed the issue was due to a faulty keypad. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. No further complaint investigation is necessary as CAPA pr 1120033 was opened to address this issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. The root cause of the customer's report is electrical failure ¿ design.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not powering on. Although the power supply board was initially suspected, the customer confirmed the issue was due to a faulty keypad. There was no patient harm. The issue was noted prior to patient use.